Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of peel-away sheath tears incorrectly was able to be confirmed by the photo, however, based on the clarity of the photo, it is difficult to tell how the failure mode occurred. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. Two non-conformances were initiated for lot# 34c23f0030 in regard to "peel-away sheath tears incorrectly". Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same failure mode as the non-conformances identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of peel-away sheath tears incorrectly was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the peel-away sheath did not peel correctly. The sheath peeled part way and then the white handles broke away from the rest of the sheath that was around the PICC. The clinician was able to use a hemostat and peel-away one side of the sheath to get it off of the indwelling line. The PICC was completed without incident after removing the broken peel-away. No patient harm reported. The patient's condition is reported as fine. Additional information received states the inserter reported the white handle broke off immediately upon applying pressure. The handle separated from the body of the sheath before the sheath started "peeling apart".

Manufacturer narrative:
(B)(4).

Event description:
It was reported the peel-away sheath did not peel correctly. The sheath peeled part way and then the white handles broke away from the rest of the sheath that was around the PICC. The clinician was able to use a hemostat and peel-away one side of the sheath to get it off of the indwelling line. The PICC was completed without incident after removing the broken peel-away. No patient harm reported. The patient's condition is reported as fine. Additional information received states the inserter reported the white handle broke off immediately upon applying pressure. The handle separated from the body of the sheath before the sheath started "peeling apart".